Manufacturer narrative:
Results: a product evaluation found that the plunger had overriden the lens and the lens was stuck in the cartridge of the device. There was no visible damage to the device. Conclusion: based on the complaint history, work order search, and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Event problem codes: patient code: (B)(4)- no consequences or impact to patient, labeled. Device code: (B)(4)- other (lens stuck in injector), unlabeled. Evaluation codes: method: (process evaluation) device work order search results: (evaluation result) a device work order search was performed and one similar complaint was found within the work order. Conclusion - (no conclusion can be drawn) based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-3ai aq310ai 23.5 preloaded injector on (B)(6) 2014. Prior to implantation, the lens became blocked when handling the device. Lens was not implanted and there was no patient contact.